Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the atrial lead. The noise was reproducible via provocative testing. Insulation damage was suspected but was unable to be confirmed to be the cause of the reported event. The device was reprogrammed to resolve the event. The patient was in stable condition.